Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported there was a break and disconnect of the catheter at the pump connector. There was a volume discrepancy where the expected residual volume (erv) was 1.9ml and the actual residual volume (arv) was 7.0ml. A dye study was performed and showed the dye was not going into the patient¿s spine, but was showing up behind the pump. The patient experienced pain and less than 50% therapy relief at the device pocket and catheter track that started about 1 week prior. A revision was planned for the patient. The pump was used to deliver morphine. No outcome was reported. If additional information is received, a follow-up report will be sent.